Manufacturer narrative:
Preventative maintenance (pm) of the thermogard xp ivtm system, sn (B)(6), was performed at the customer site. While performing the slew rate test, the thermogard system went blank and alarmed. The root cause of the noted failure was the malfunctioning display head, likely due to failed component(s). However, the contribution of the age of the device cannot be ruled out. The thermogard console was manufactured in may 2018 and has exceeded its expected service life of 5 years. The display head was replaced to remedy the problem. No physical damage was observed on the thermogard console during the visual inspection. During servicing, after replacing the display head, the thermogard console showed "factory configuration not complete" error message. Factory calibration was attempted to resolve the noted issue, but the thermogard system failed calibration due to a malfunctioning lm 34a/b temperature sensor. After replacing the temperature sensor, the thermogard system passed calibration and all subsequent functional tests. Following service, the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
During preventative maintenance (pm), the thermogard xp ivtm system, sn (B)(6), went blank and alarmed. No patient involvement.